Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the lvp "failed" twice and required replacement while infusing dopamine. A third "failure" occurred with the same pcu as the initial two pumps. The pump was worked for a few minutes, then gave a channel error message. The dopamine was turned off and pump was moved to another pcu. There was no harm.

Event description:
It was reported that the lvp "failed" twice and required replacement while infusing dopamine. A third "failure" occurred with the same pcu as the initial two pumps. The pump was worked for a few minutes, then gave a channel error message. The dopamine was turned off and pump was moved to another pcu. There was no harm.

Manufacturer narrative:
Correction: medical device serial #, device manufacture date. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.